Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The wearable sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient removed the sensor from his arm and noticed the sensor wire was missing from the sensor pod and alleged the sensor wire remained in the skin. He developed swelling and a golf ball size lump and an infection at the insertion site. On an unspecified date, the patient went to the emergency room (ER) and was prescribed a two-week course of unspecified oral antibiotic medication. On (B)(6) 2024, the patient had itching sensation at the insertion site and scratched the area and the broken wire made its way out to the surface of the skin. Multiple attempts to contact the reporter were made; however, no other details were obtained. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). H6: health effect clinical code - nodule.